Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-06379. This complaint will be closed as duplicate.

Event description:
It was reported to philips that intermittently the live monitor lost connection. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.